Event description:
An affiliate reported that the hub of a 2.5 x 13mm cypher select plus was cracked. There was no report of pt injury. No additional info was provided.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.